Event description:
It was reported that a user experienced sustained hyperglycemia, with both the ilet and a separate glucometer displaying "high," and sought guidance on reducing blood glucose; the user confirmed meal announcements and an intact, dry infusion site, and was advised to either disconnect and use back-up therapy for several hours before reconnecting or remain connected for automated correction. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included the need for professional medical intervention and use of back-up therapy, without hospitalization. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed no device alarms, no evident infusion site leakage, and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.